Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via email that she took her dad to the emergency room last night. The pump dispensed 25.3 units of novolog and his blood glucose went from 500 mg/dl to 560 mg/dl. The emergency room doctor gave the customer a 30 unit shot of insulin and later another shot of 30 units because the customer's blood glucose only went down to 499 mg/dl. Customer's blood glucose went down to 458 mg/dl after the second shot. Customer's blood glucose went down to 61 mg/dl and caller stated that they will follow up with the doctor. Caller mentioned that the customer is on dialysis and has a bag in his body which contains glucose. Caller stated that it is causing his blood glucose to rise. Customer's blood glucose was 418 mg/dl last night. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 560 mg/dl. Customer was wearing the pump at the time. Customer changed the site and infusion set the next day per doctor's suggestion.